Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 2 days after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient experienced malaise, chills, and vision changes. The cgm reading was 315 mg/dl and the bg reading was not checked. The patient¿s spouse called the emergency telephone number. Once the emergency paramedics arrived, a bg value was checked, and the bg reading was 52 mg/dl and the cgm reading was not documented. The patient was treated with glucose gel and transported to the emergency room. At the emergency room, the bg value was checked by the nurse and the bg reading was 82 mg/dl and the cgm reading was 319 mg/dl. The patient was discharged after 4 hours. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the time of the event. The reported glucose values fall within the d zone of the parkes error grid calculator when the patient was tested at the emergency room. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - clinical code - e2304 chills.